Event description:
It was reported the call your doctor icon was seen on the programmer. It was stated the representative met with the patient on 2013-(B)(6) and reprogrammed the patient and at that time it ¿might have been¿ a power on reset (por) message. On 2013-(B)(6) the patient was having issues again and the call your doctor screen appeared again. On 2013-(B)(6) the implantable neurostimulator (ins) battery showed ¿it was toward the end¿ and longevity was showing between 2-6 months left. It was noted the patient had to turn the amplitude up really high in order for the patient to get sensation. The patient was told to come back to the doctor in (B)(6) to schedule a replacement. It was also noted the patient had a return of symptoms. It was reported the por was happening in the middle of patient programming. Por kept showing on the programmer. Reportedly, this was normal end of life behavior for the device. The last programming session was two weeks prior to report and they confirmed a ¿low¿ battery message. The caller said the longevity estimate was 3-4 months, two weeks prior to report so he thought it would last longer than two weeks. The battery was fully depleted and an ins replacement was recommended. It was reported the por could not be cleared. The patient saw the ¿serial number unknown¿ screen on the programmer.

Manufacturer narrative:
Concomitant: product ID 3093-28, lot# v154399, implanted: 2008-(B)(6), product type lead, product ID neu_un known_prog, product type programmer, physician. (B)(4).